Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not communicating. A field service engineer (fse) found that the station displaying a black screen with a bios password prompt. Reseated sata and hard drive power cables, as well as all docking board connections. Removed and reseated all in one unit into the docking board. Performed multiple tests, all successful. Station confirmed to be functioning normally. Case closed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device did not communicate and prompted for a password. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.